Event description:
A customer reported that a pump showed an altitude alarm 21 issue twice in the same day. The customer's blood glucose level was not adversely affected. The customer initially reset the pump independently and later managed to continue insulin administration using the original cartridge. Technical support provided tips to prevent future altitude alarms, and the customer acknowledged their understanding.